Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vh-4000 would not activate. This occurred during the hp2 pre-test with the generator setting at 3. A replacement cable was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual investigation revealed that there were no non conformities with the cable. The output current reading of the returned cable with a reference power supply were within specifications. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed pre-cautery test; the hemopro device produced energy and steam. Based upon the functional test, the reported failure, ¿would not activate¿ could not be confirmed". (B)(4).